Manufacturer narrative:
Information was entered into h3 in error; there are no changes from the initial report. The complaint is confirmed via photograph for two polaris drivers for the failure of tip fracture. Medical records were not provided for review. Device evaluation: product was not returned for evaluation. However, photos were provided in which the tip fracture can be seen on both instruments. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Tip fracture or stripping of the plug driver can also occur when the driver is over torqued or when force is applied off-axis. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during final tightening of the plugs in surgery, the tip of two plug drivers broke. The implants were removed and the surgery was completed as a non-instrumented fusion. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00692.

Event description:
It was reported that during final tightening of the plugs in surgery, the tip of two plug drivers broke. The implants were removed and the surgery was completed as a non-instrumented fusion. This is report two of two for this event.